Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Through further communication livanova (B)(4) learned that the units are still in use and are placed within the operation room during use as far away from the patient as possible with the exhaust fan directed towards the room exhaust. The customer reported that they have started adhering to the disinfection procedure outlined in the june 2015 instructions for use (IFU). Further follow-up was performed and the customer stated that since the implementation of the daily water change, they are now satisfied with their current procedure and the current status of their heater-cooler devices. Based on the information received from the hospital, livanova (B)(4) has determined that the issue was caused by a failure to strictly adhere to the cleaning and disinfection instructions outlined in the current IFU. Livanova (B)(4) has initiated a CAPA project to investigate this type of issue.

Manufacturer narrative:
There is no known patient involvement. Sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. (B)(4). On (B)(6) 2016, the customer provided the test results for the unit, which confirm the presence of mycobacterium chimaera. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for mycobacterium avium. The specification of the level of contamination in the device is pending. There is no known patient involvement.